Event description:
When administering an intramuscular injection in the right ventrogluteal prior to a transrectal ultrasound (trus) biopsy the needle popped off and was separated from the syringe and was stuck in the patient. The patient was not harmed. The safety for the needle was still attached to the syringe, but the needle was not. The needle was removed from the patient without difficulty.